Manufacturer narrative:
H11: through follow-up communication livanova learned that the ups battery was replaced by third party maintenance company of the hospital. It was also informed that the equipment passed the battery test after part replacement. The review of similar cases did not identify any other complaints on heart lung machine (hlm) devices manufactured in 2020. Based on the collected information, the reported issue has been traced back to a defective ups and batteries, most likely due to an improper battery handling. Indeed, as per device instructions for use, the charging capacity of the ups batteries shall be regularly checked by performing the battery test every 120 days.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during an ECMO procedure, when the battery of the cp5 was lower than 30%, the control panel cannot be driven and appeared black screen, and the pump stopped. Medical team adjusted the control panel speed, and it could maintain two seconds and screen went black again. Medical team started hand cranking and after restarted the equipment, the fault did not occurred again. There is no report of any patient injury. 2. The oxygen line of the gas blender was aging, the pressure was not maintained and inspected in time, resulting the oxygen line bursted when the ECMO performed, which could not supply oxygen to the membrane oxygenator. The patient's blood oxygen saturation decreased, threatening the life. ((B)(6) 2024,12:30). Emergency treatment: immediately adjusted the oxygen concentration of the ventilator to 100%, supplied by the oxygen cylinder. Reported the equipment department in the hospital to replace the oxygen line in time. Please create a new customer in etq. Thank you! Hospital: (B)(6).

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the pump control panel. Considering that the equipment was not in use for a long time and not charged in time, the internal battery power or the capacity of internal battery was insufficient the authorized technician tested for battery, and the test failed. The technician informed test result, recommended to change the internal ups battery to the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.